Event description:
Mynxgrip 6f/7f -- sealant would not deploy when user activated the product. Closure device used after right femoral access for cardiac catheterization. Clinician able to hold manual pressure to seal the access site.